Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected main printed circuit board assembly is available for analysis and was ordered for returned. At this time, vyaire has not received the suspected component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays ventilator inoperable, motor fault, low peak inspiratory pressure, low minute ventilation, and transducer fault alarms. The customer reported transducer calibration tests have passed. However, the issue is unresolved, the customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed and duplicated. Found solder to be oxidized to which may have contributed to the problem. This issue will be internally investigated within vyaire.